Manufacturer narrative:
Film evaluation summary: the endoleak was confirmed ; however the cause and source of the endoleak could not fully determined from the limited film provided. The pre-implant anatomy is unknown and earlier and recent post-implant CT's were not available for a more thorough evaluation of the stent graft in vivo configuration. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed; thereby, making determination of the endoleak difficult. The position of the endurant stent graft in relation to the renal arteries could not be assessed. There appeared to be adequate distal seal in both limbs. The relining of the limbs most likely resolved the bilateral type ib endoleak. In relation to the reported endoleak from the flow divider, a type iiib fabric endoleak cannot be ruled out. Fabric wear from the underlying proximal/adjacent stents abrading the bifurcate near the level of the flow divider is a potential root cause. Equally, this may have also been an acute type IV blush endoleak caused by fabric porosity from the flow divider that is due to the higher porosity in that portion of the stent graft. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this endoleak. It is also possible that observed horizontal gap between the limbs of the main body graft at the level of the flow divider may have been a contributory factor in the observed endoleak. Additional information received: it was reported that the date when the type ib endoleak was first identified is unknown. Per the physician, the cause of the type ib endoleak was migration and vessel expansion after stent graft placement. The cause of the type iiib endoleak was reported per the physician to be due to the device's durability, tearing, and the legs directly under the flow divider are separated. It is suspected there is a tear on the thread that binds both sides. There is no allegations against the endurant cuff medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted  for the endovascular treatment of an unknown size aneurysm.   It was reported that the patient presented emergently approximately 9 years and 5 months later complaining of abdominal pain. The physician suspected that a type ia endoleak was present.  Previously, a type ib endoleak was confirmed in a  follow up CT scan, but treatment was suspended at the time. Intervention was performed the following day to treat the suspected type ia endoleak, but there were no findings indicating a such endoleak during the procedure. It was noted that the endurant main body graft was placed from the low right renal artery 5-10 mm peripheral. An endurant cuff was implanted.  It was believed that the source of the contrast leakage was a  bilateral type ib endoleak. Non-medtronic limb stent grafts were implanted  after coil embolization of both internal iliac arteries. CT was performed and there was contrast leakage into the aneurysm sac.   Upon review of the imaging from the intervention procedure,  it was determined that a type iiib endoleak may be present in the main body bifurcate. The c-arm was not seen from the front view, but it was performed again and the imaging was performed ; there was an endoleak observed from the flow divider.   No cause of the endoleaks were provided.  Per the physician, there was no malfunction/ allegation against the endurant cuff.   No additional sequelae was reported and the patient will be monitored.